Event description:
It was reported that "a lot of fluid was used" during a myosure procedure for the removal of a very calcified 3 cm fibroid. The distension media was normal saline. The procedure took over an hour. No fluid mgmt sys was used nor was manual intake and output calculation being done. At the completion of the procedure, the pt was taken to the recovery room and there "experienced pulmonary edema and was given lasix" [furosemide]." The pt was admitted to the hosp. On (B)(6) 2012, it was reported the pt did well in the hosp and was discharged home the next day. Additionally, it was reported the pt is currently "doing fine."

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the exp date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure sys as product identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: hysteroscopic fluid (ie, 1.5% glycine) intake and outflow should be monitored. Any sys delivering high pressure inflow to a pt increases the risk for fluid overload. To reduce the risk of hypervolemia the procedure must be terminated if the fluid deficit exceeds 800 cc. (B)(4).